Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H4: device manufacture date ¿ the lot was manufactured between december 6-9, 2024. H11: the device was received for evaluation. Visual inspection on the returned unit via the naked eye showed no signs of physical abnormality such as air bubbles inside the tubing line or drug precipitates inside the bladder that could have caused the reported flow problem. After the luer cap was removed, evidence of continuous flow of fluid was observed flowing out of the distal luer. A functional flow rate test was performed, and the flow rates were found to be within the product specification range. During the flow test, evidence of continuous flow of fluid was observed at the distal luer. Based on the evaluation result, the inusor unit was determined to be a conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the delivery of an unspecified medication stopped through a small volume infusor. This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.